Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed the spring tip was detached. Visual and tactile inspection of the returned device revealed the core wire was fractured 176.5cm from the proximal end and several kinks were identified. Outer dimensions which were taken met specifications. Sem lab analysis of the fractured section concluded the fracture occurred due to a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, the guide wire "came apart". While utilizing a platinum plus guide wire during placement of a non bsc peripherally inserted central catheter (PICC) line, the wire "came apart" inside the PICC as it was removed. There were no fragments left inside the patient and no patient complications reported. Additional information has been requested and is not available.

Event description:
It was reported that during a peripheral treatment procedure, the guide wire "came apart". While utilizing a platinum plus guide wire during placement of a non bsc peripherally inserted central catheter (PICC) line, the wire "came apart" inside the PICC as it was removed. There were no fragments left inside the patient and no patient complications reported. Additional information has been requested and is not available.